Manufacturer narrative:
Month & day of the event: unknown (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not fed into the jaws with the trigger grasped half way. Then, malformed clip fell off the jaws. Eventually, the clips were deployed properly, though, the grasping force was higher than expected. The device was used on cystic artery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p92a0j. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the (B)(4) was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.